Event description:
On [redacted], during right and left heart catheterization performed as part of the pre-surgical evaluation, fluoroscopy demonstrated migration of one mitraclip into the left atrium in a fixed position. Immediately following the procedure, the patient developed altered mental status and right-sided weakness, prompting activation of a stroke alert. CT imaging of the head demonstrated a migrated approximately 1 cm mitraclip fragment within the basilar artery. The patient's neurological deficits subsequently resolved without intervention, and the patient returned to neurologic baseline. Abbott, the mitraclip manufacturer, was notified of the event.